Event description:
Customer reports to have high blood glucose between 300 mg/dl and 500 mg/dl, which was treated with manual injections troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reports that this past issue was resolved with healthcare professional changing settings. Customer was advised that tubing clamp would be sent in order to complete high pressure test. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.